Event description:
It was reported the patient¿s extensions were ¿damaged due to a break in the skin.¿ it was further reported the extensions were ¿trascutaneus exposed.¿ the patient¿s extensions were explanted and replaced as a result of the event and the issue was resolved. There were reportedly ¿no¿ patient symptoms or complications associated with the event and the patient as alive with no injury at the time of report. As of 19 days after initial report, the patient was ¿well¿ and was receiving therapy properly. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type extension. (B)(4).